Event description:
The customer reported that the system will not shoot x-ray. No patient injury was reported.

Manufacturer narrative:
The ge service rep found that the +5vdc power supply in generator may have been the problem. The rep observed that the generator boots to 20 squares on the doghouse. He verified that +5.1vdc is present on ffb and gib pcb. The rep monitored workstation during bootup and observed: with generator connected, workstation does not communicate with generator and errors are present in boot sequence, with generator disconnected, workstation boots slowly with errors in the boot sequence. He attempted to access workstation and flash nodes with generator connected and disconnected, unable to communicate with workstation. He contacted the customer and advised if generator could not be repaired without flashing nodes or uploading config files, a sbc replacement would be required. He advised that eventually an sbc replacement would be required even if generator could be repaired due to inability to communicate with workstation and the fact that errors were occurring during bootup. The customer opted not to have repairs completed by ge healthcare. The customer requested that we cease troubleshooting and repair efforts and advise arrowhead health that they would replace the system.